Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the anchor has broken off at the inlet of the insertion sleeve. Additional information obtained: a thread anchor was predrilled with a drill. Subsequently, when the anchor was screwed in, the anchor at the eyelet broke off. The thread has been left as there is no projection. Performed surgery was an refixation bicep tendon.